Manufacturer narrative:
(B)(4). The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: (B)(4).

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2016 and drain was implanted. During the procedure, the drainage was not activated because of drain breakage. There was no adverse patient consequence reported. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: 03/16/2016, it was reported that, on (B)(6) 2016, the patient underwent a cardiovascular procedure. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch # (B)(4); mfg date 07/2015; expiration date 07/2020. Batch # (B)(4); mfg date 06/2015; expiration date 06/2020. Batch # (B)(4); mfg date 06/2015; expiration date 06/2020. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.